Event description:
Profiler balloon ruptured but rather than bursting longitudinally it burst at the proximal bonding and turned inside out and would not exit thru the sheath.

Manufacturer narrative:
The complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the returned sample a circumferential burst was clearly seen, the catheter shaft had been severely stretched and the bonds of the balloon are still in tact. The exact cause of the complaint is unknown. Balloons bursting circumferentially are possibly due to combination of tight focal strictures in large vessels. This type of complaint could also be caused by over inflation or not deflating the balloon completely before removal. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the mfg records indicated that all of the device spec and quality requirements were satisfied.